Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. One paper image was received with the incident complaint. The image is labeled female. The image represents an introducer sheath injection of a contrast medium. The lower arterial vessels are seem with the femoral head in the lower aspect of the image. The one projection reveals the arteries with contrast and a contrast enhanced bladder. There were no right or left markers on the image. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal was implanted post interventional procedure. Scar tissue was noted on access. Reportedly, the angio-seal sheath was difficult to place in the artery, but good blood flow from the arteriotomy locator was achieved. One hour post deployment, there was oozing and a femostop was applied. The pt ambulated the next morning and approximately 3-4 hours later, the pt felt a pop in the groin at the access site. A CT scan revealed retroperitoneal bleeding. The pt underwent surgical repair. The physician who deployed the angio-seal believed that the femoral stick was high, but not above the inguinal ligament.